Event description:
It was reported that, during a meniscal repair, after t1 of two (2) fast-fix 360 was deployed, the t2 implant was deployed prematurely through the meniscus. Surgery was completed after a non-significant delay, using a back-up device instead. All t's were removed with tweezers. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed that the devices were not returned in original packaging. Both devices were returned without the t1, t2, and suture. Device one actuator is in the pre-t2 position. Device two the actuator is past the tip of the needle. A functional evaluation was performed on the returned device and found device one cycled as intended. Device two will not cycle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. No containment or corrective actions are recommended at this time.